Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/02/2026. An investigation was conducted on 02/05/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the device was observed to be detached from the base of the device. Upon closer inspection, the knob was observed to be snapped off the base as indicated by the uneven mark on the base of the knob. No other visual defects were observed. The device was loaded onto a reference retractor with no physical or visual difficulties observed. The device was able to be locked onto the reference retractor. The flexlink arm was able to be adjusted and positioned, and then locked into place by turning the knob clockwise with no physical or visual difficulties, with the locking lever in both the locked and unlocked positions . Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The lot # 3000472028 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z rotator knob broke during the procedure. A new device was used to complete the procedure. There was no delay. There was no patient harm.